Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). During evaluation, an issue of increased intra peritoneal volume (iipv) event was identified in the patient event log. The drain volume was 2973 ml during cycle 3. The fill volume was 1800 ml. This event meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. This issue was confirmed through review of the event history log. This issue is being investigated through CAPA.